Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the trial failed and the wires were explanted. The health care professional stated that the cathing during the trial was planned and the cause of the loss of stimulation was due to needing to turn it up and it was likely habituation. It was also confirmed that the patient did not have a urinary tract infection (uti) during the trial and the patient was chronically colonized due to urinary retention. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence and non-obstructive urinary retention. It was reported catheters gave her urinary tract infections and caused her to have to blush in her vagina which caused her pain and it became tender, so she does not cath after. The patient stated she felt pressure when she had to have a bowel movement and had gas more often. The patient also stated that she was not feeling stimulation up to 2.1 and then later turned it down to 2.0. It was noted the patient began the trial on (B)(6)2018 . Additional information from the patient on (B)(6) 2018 reported they had gas and constipation. Additional information from the patient on (B)(6) 2018 reported she felt pressure when her bowels were activated at night. There were no further complications that have been reported as a result of this event.